Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. A visual inspection of the customer provided picture shows a quantum with a f4 error on the display. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was confirmed and the root cause is associated with component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that before an arthroscopy quantum displayed a f4 error when turning the device on. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the customer provided picture shows an f4 error on a quantum unit display. Visual inspection observed a scratched lid and bezel. Functional evaluation revealed the unit presents a f4 fault on power up. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.